Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil at 45.5 ¿ 46.3 cm and 46.8 ¿ 47.1 cm from the connector pin. The cause of the external insulation abrasion was due to friction to another device or feature of the patient anatomy.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014 no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions were found at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion was due to friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.